Event description:
Covidien received information stating that while in use on a patient the top half of the graphic user interface (gui) display on an 840 ventilator was blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the oxygen sensor. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.